Manufacturer narrative:
Unit had minor scratched lcd window, cracked reservoir tube lip and cracked end cap.

Event description:
The customer reported via phone call that the insulin pump was broken near the drive support cap after being dropped. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.